Event description:
It was reported that the patient was admitted to the emergency room with complaints of chest pain and racing heart rate. The right ventricular (rv) lead was found to have t-wave oversensing post ventricular pace. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.